Manufacturer narrative:
The manufacturer previously reported that manufacturer received information alleging after black particles appeared. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This is a non -uno device since the manufacture date is 02/28/2022. This does not qualify the device to be reportable in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. This report was related to a dreamstation auto. The manufacturer received information alleging after black particles appeared. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has been received by the third-party service center and is awaiting evaluation. A supplemental report will be submitted as due.